Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 401 mg/dl, which was treated with a bolus delivery. Customer had symptoms of frequent urination. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer declined to check for site or insulin issue, customer declined high pressure test. After troubleshooting, it was determined that insulin pump was functioning correctly. Due to computer issues, customer needed to be called back. Call backs were unsuccessful.